Event description:
Champion hemodialysis chair model 54 series, serial number (B)(4), foot mechanism has sharp metal edges. Pt's leg was resting off footrest and pt's leg was found to be cut and bleeding against sharp metal edge. This incident resulted in small skin tear. Rn placed dressing over the wound. Biomedical technologist notified this model of champion hemodialysis chair does not have padding or cover over foot mechanism. Older champion chairs have plastic or padding over mechanism. Newest chairs have plastic or padding over metal foot mechanism.